Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - the device passed all incoming tests.

Event description:
It was reported that during preventative maintenance testing of the external pulse generator (epg) the ventricular sensitivity was reading low. It was also reported the atrial sensitivity was below the lower limit. The epg was returned for repair and calibration. No patient involvement or complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.